Manufacturer narrative:
The events of inflammation and irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information: symptoms have resolved on an unknown date. Patient was put on unspecified antibiotics for 1.5 days and has no "inflammation or irritation" left.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling and tenderness¿, ¿hypersensitivity¿, and ¿infection¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contraindications: juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Juvéderm voluma® xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. Juvéderm voluma® xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with ¿2 cc total¿ of juvéderm voluma® xc and was treated with ice post-injection. Approximately 2 months later, the patient had swelling and tenderness in the cheeks. The day after symptoms began, the patient was seen by a different physician and was diagnosed with juvéderm voluma® xc hypersensitivity and it was indicated that an infection was present at the injection site. The injecting physician confirmed the events. Treatment of biaxin was prescribed the day of symptom onset.